Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis revealed the distal conductor was extrinsically distorted due to kink ing/buckling. Visual summary analysis of the lead indicated damage at implant. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used due to the tip of the lead being kinked, which made it difficult for the implanting physician to place the lead in the apex. The rv lead was successfully replaced. No patient complications have been reported as a result of this event.